Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2012. During the procedure, it was difficult for the disposable to insert into the mdu. The procedure was completed with another device and there were no patient consequences reported.

Manufacturer narrative:
(B)(4). Damage to drive connector or coupling. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The evaluation found a misalignment between the cpc coupler and connector due to a bent cpc flex coupler. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.